Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 20ml syringe there was leakage from the stopper. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: drug leakage form the stopper.

Manufacturer narrative:
Investigation: two photos were provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs can be observed. A device history review was performed for the reported lot 1902292 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1902292 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that during use of the bd plastipak¿ 20ml syringe there was leakage from the stopper. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: drug leakage form the stopper.